Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the device not inflating. Upon explant, the reservoir, pump, and cylinders were empty as a result of a fluid leak. All components were explanted. A new reservoir, pump and cylinders were implanted. There were no patient complications reported.